Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 due to dislocation. Humeral cup 40/+9 was removed and replaced by humeral cup 0/+6 and humeral spacer 9mm. A previous revision had occured on the same day as the primary surgery on (B)(6) 2018.